Manufacturer narrative:
Qc performed one hour prior to the event was within specifications. Qc showed imprecision following the event. Accu tni was re-calibrated after the event and failed curve fit. The specimen was collected in a bd, sodium heparin, non-gel plastic 6ml tube and was centrifuged at 3,000 rpm for 10 minutes at room temperature. The initial sample was tested in a 2ml cup. A field service engineer (fse) was dispatched to the customer's lab: the fse re-installed the original ultrasonic transducer assembly, performed temperature adjustments, pipettor alignments, and ultrasonic voltage adjustment. The fse conducted a diagnostic testing and qc with acceptable results. The fse suggested the customer continue to run qc and pt samples in duplicate until an investigation was completed. The fse performed a 55 replicates accu tni precision testing and obtained three outliners. The fse consulted with a regional specialist on further action: per the specialist's recommendations, the fse performed a 50 replicates diluted test and obtained passing results. The regional specialist also recommended ordering service loop and an ultrasonic power control board (pcb), and the service order for this repair is still in progress. Although ongoing hardware issues may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erratic troponin (accu tni) results that were generated by the access 2 instrument. A pt sample was tested for accu tni and a result of 1.30 ng/ml was obtained. The original sample was re-tested in duplicate and repeated results were: 018ng/ml and 12/93 ag/ml. The sample was re-centrifuged and then re-tested in duplicate, and accu tni results were: 14.86 ng/ml and 15.69 ng/ml. The results of 14.86 ng/ml was reported out of the lab. After release of the elevated accu tni result to the physician, the pt was transferred to another facility where a heart catheterization was performed on the pt. A fresh sample was collected at another facility following the heart catheterization procedure and troponin result of 0.01ng/ml was obtained. No death or injury has been reported to date.